Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 366 mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Additionally, pump data logs were not uploaded for review to determine a possible cause. Reportedly, the customer reverted to manual injections for insulin therapy.